Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set was leaking from an unspecified location on the cassette; further described as "leakage found from the cassette". This was noticed during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.